Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that removal difficulties were encountered. The target lesion was located in the circumflex artery. Two promus elite drug eluting stents (20 x 2.50mm and 8 x 3.0mm) were successfully deployed in the lesion. However, the physician noted that resistance or stickiness was encountered during removal of the delivery systems which resulted in loss of wire position and caused a short delay in the procedure. The procedure was successfully completed. No patient harm nor complications were reported.